Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was having sex two nights ago and it felt like the device moved and it instantly stopped working. It was noted that the device was in the patient's side and stomach. It was noted that it was poking out more and was not flat like it was before. It was noted that the device was on but the patient felt very little stimulation. It was noted that the patient had tried increasing the stimulation but they still did not feel it a lot. It was noted that the patient called the health care professional (hcp). It was noted that it was really sore around the device.